Event description:
It was reported that during a low anterior resection procedure, the jaw 'became not to open' when clamping the tissue. The device was removed from the patient by cutting both sides of the jaw. It was unknown what instrument was used to cut. The tissue was not damaged. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) dried body fluids and metallic clip the device was received with excessive dried body tissue between the jaws. The jaws were stuck in the closed position. Testing found a short on the device when the jaws were closed, causing a replace light to illuminate. The jaws were opened using a tool for further visual inspection and body tissue was stuck to the electrode. In addition, metallic clips were found on the embedded tissue and were in contact with the electrode surface. This could probably result in a replace light illuminated when the instrument is activated. It is probable that the tissue sticking in the jaws could have caused the jaws not to open.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time additonal information requested:(B)(4)